Event description:
The viper wire for the csi device sheared off along with the distal protection device. The viperwire was retrieved with a ensnare and the distal protection device was retrieved with the bsc radial jaw device.